Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on (B)(6) 2021, it was found that the image was not displayed on the subject device due to a failure of the lcd panel of the subject device. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. Olympus medical systems corp. (Omsc) will start evaluating the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.